Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the implant was unable to enter the eye and remained stuck on the edge. The surgery was completed on the same day using the identical back up implant. The event report for this file was received from the france health authority.